Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, two ventilator service required errors were found in the device's error log relating to a speaker 1 and speaker 2 failure. The system and central processing unit (cpu) board assembly needs to be replaced to resolve the issue. Additionally, the rubber feet are missing and need to be replaced. The rear enclosure is cracked and also needs to be replacement. No repairs were performed. The unit has been scrapped.